Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the bubble generator to resolve the issue. The fse also replaced the tubing assembly at valve a/b as a precautionary measure. The fse verified the repairs as per established procedures and no further leaks were observed. Failure mode of the event is attributed to a defective bubble generator. (B)(4).

Event description:
The customer reported that fluid was dripping from reagent probe a and b of the unicel dxc 800 synchron system. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct exposure with the leak was reported. There was no erroneous result generated and no change or affect to patient treatment in connection with this event.